Event description:
A (B) (6) male patient contacted lifecor customer support to report that one of the battery packs will not take a charge. The patient's nurse called back fifteen minutes later and stated that one battery pack would not even power up the monitor. Support sent a patient services representative (psr) to the patient. The psr tried the battery pack in the charger and both were fully functional. The psr stated that the monitor appears to have been tampered with. The psr replaced the patient's monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. There were corroded connectors on the delivery board. The j2205 connector was contaminated causing shorting between the pins. Also there were shorted pins on tva3 which prevented the monitor from initiating start up. The monitor would not deliver energy if needed. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The patient received a replacement monitor.